Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient reported on (B)(6) 2013 she was rushed to hospital in an ambulance. Upon arrival, she was admitted into the intensive care unit for diabetic ketoacidosis. She did not provide any further info regarding the hospitalization or her treatment. Attempts were made to contact the patient to provide add'l info. Messages were left, but she did not return the calls.